Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the provided x-ray images confirmed the reported event. The femoral head is not considered a contributing factor in liner disassociation events. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The group of surgeons asked for replacement products for replacement in patients. These are two young patients and if possible, they would like to exchange only the damaged product. The sizes requested are the 46 and 54 of the altrx product instead of the marathon in order to avoid future failures. Details (implantation surgery: (B)(6) 2013): antisepsis asepsis, back access, dislocation and osteotomy acetabular preparation summit 46, femoral preparation ml 6 head 28 / 1.5, ok stability test, washing with serum and closing by layers. Product marathon: code and lot were not informed.